Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was stuck in the pump. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair with complaint that cassette was stuck in pump. Service history review identified the complaint was not related to a previous service of the device within the review period. The complaint was confirmed through functional testing. The cause was failure of the lock/latch assembly as it jammed and resulted in the inability to remove the cassette. The lock/latch assembly was replaced and the device passed all functional and delivery accuracy tests. No further issues were found.